Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -14.00/3.0/139 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. It was indicated the lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens was returned in a specimen cup with moisture. Visual inspection found the lens haptic torn. (B)(4).